Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a diagnostic cystoscopy due to sui. Following insertion, the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, and emotional and psychological injury. (B)(4) ¿ urinary problems; undefined recurrence.

Manufacturer narrative:
It was reported that patient underwent revision of bladder sling and cystourethroscopy on (B)(6) 2008 due to dyspareunia and vaginal pain. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.